Event description:
The customer states that while performing axsym troubleshooting, the axsym processing center cover fell and hit them on the top of their head. The customer states that they did not believe medical attention was necessary. No serious injury was reported.